Manufacturer narrative:
The probe was returned for evaluation for the report of detached tip of cutter; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe tip was found to be detached when he/she took out the probe from the patient's eye during a procedure. The detached tip was removed and probe replaced to complete the procedure. No patient harm was confirmed on the postoperative medical checkup.